Event description:
The pt was admitted to the ICU because "she's crashing" and a physician ordered the pump to be stopped. The last refill/reprogramming info on the pt's device was unavailable because the hcp's computers were down. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).